Manufacturer narrative:
Based on the claim against the product by the customer noting tip of the vessel sealer extend would not open, an investigation was completed to determine the cause of this reported event. Failure analysis revealed that the primary cause of the loose pitch cable was related to the customer complaint. Upon inspection, it was found that the pitch cable was loose in the housing at the proximal end. The housing was removed, and the loose pitch cable was identified. In addition, the instrument was found to have a dislodged bearing in the housing. The housing was removed, and the instrument bearing was found to be improperly seated at the back end. The log review showed an engagement failure, which could not be replicated during testing. The instrument passed recognition and engagement on 3 out of 3 attempts, but the grips did not open and close properly. However, a review of the logs reported error code 22020 "installed vessel sealer extended failed to engage on usm3 (grip axis failed to engage)," confirming an engagement failure. Lastly, the instrument was found to have excessive lubricant on the distal end, which was not reported by the site. Visual inspection showed excessive lubricant near the grips of the instrument. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the tip of the vessel sealer extend would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.